Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01194, 0001822565-2022-01196, 0001822565-2022-01197, 0001822565-2022-01198.

Event description:
It was reported that the instrument was returned missing bearings. There was no known patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned instrument exhibits signs of repeated use and have one of components 42527991001 and 42527991002 disassembled / missing . The components were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. This device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.